Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had underfill. This occurred on 4 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 363083. Batch/lot: 9095662. It was reported that the citrate tubes were short filling. Short filling citrate tubes occured 4xs.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure and filling technique. Always fully seat and hold a citrate tube on the back end of the needle while filling, allow the tube to fill until the vacuum is exhausted and blood flow ceases, when using a winged blood collection set for venipuncture and a coagulation (citrate) tube is the first specimen tube to be drawn, a discard tube should be drawn first. It is important to remove the air from the blood collection set to ensure the proper blood volume is obtained in the tube. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had underfill. This occurred on 4 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 363083. Batch/lot: 9095662. It was reported that the citrate tubes were short filling. Short filling citrate tubes occured 4xs.